Event description:
The customer received a questionable testosterone g2 result on their cobas e411 analyzer. The patient's sample was an aliquot from the customer's modular pre analytics device. The initial testosterone result was <0.42 nmol/l and it was reported outside the laboratory. The repeat result was 12.70 nmol/l. The patient was not harmed by any action taken and there were no adverse events. The testosterone reagent lot number was 166777. The field service representative found that the ohmic resistance between the reagent carousel plate and the ground was too high, 9 ohms. He also found the same resistance between the sample disk and ground was 10 ohms. This caused excessive static buildup on the carousels which in turn interfered with the capacitive liquid level detection which in turn caused aspiration problems. He stretched the spring under each carousel in order to bring both ohmic resistance values down to below 1 ohm in order to have a low resistance path for static buildup to flow away from the carousels to ground.

Manufacturer narrative:
This case occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. The calibration data was within expectations and the quality control data was within range. There were no indications of a reagent issue. It was noted the customer was not centrifuging the samples to the tube manufacturer's specification. The field service representative replaced the measuring cell, but it did not solve the issue. Analyzer performance tests were within specification, a general instrument issue could be excluded. No adverse events for patients were reported.